Event description:
It was stated that the insulin pump was submerged in water and then alarmed button error. It was also stated that the customer was in a motorcycle accident four weeks earlier while wearing the insulin pump. The insulin pump was damaged on the display. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.